Event description:
Reportedly this account is a newer user of this pump. The account has reported to the sales rep that they have had difficulty correctly loading the syringes. The account has had one event where the pt was not receiving adequate pain relief and the concentration of the demeroal was increased via the pump program from 125 incrementally up to 500. Subsequent to reaching this 500 concentration the pt experienced an overdose of demerol and respiratory arrest. The pt was successfully resuscitated. There is no add'l info available at this time.